Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not dropped nor bump. The customer stated that she's not sure if there is an issue where the bottom pump where the battery compartment lies it seems to be turning black. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.